Event description:
It was reported by the sales representative that this event involved a male patient, (B)(6) with a "bad iliac." The md found it difficult to insert the intra-aortic balloon ('iab') into the patient. The tip of the catheter kinked. Reference MDR #1219856-2010-00001 for the second event and MDR # 1219856-2010-00060 for the third event involving the same patient.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab was returned for evaluation. The involved sheath was not returned. There was blood on all exterior surfaces of the iab. The bladder was partially wrapped. The flex tip assembly was bent/kinked at the distal of the iab. The iab was also bent at the distal tip of the iab. The catheter was kinked and the central lumen bent at the distal tip of the iab. The fiberoptix sensor ('fos') slide connector and cal key were attached to fos (yellow) cable which was attached to the bifurcation. An in-house spring wire guide ('swg') was backloaded through the distal tip of the iab and would not pass through the kink area at the distal tip of the iab. The swg was inserted into the female luer end of the bifurcate and would not pass through the kink area located at the distal tip of the iab. The one-way valve was tested with a vacuum gauge and passed all tests. The iab was submerged and pressurized in water. No leaks were observed in the iab and the bladder. The one-way valve was connected to the lock connector. A vacuum was applied to the iab. The bladder was moisturized and manually wrapped. An in-house super arrow-flex sheath was inserted onto the iab and removed from the iab with ease. An in-house teflon sheath was inserted onto the iab and removed from the iab with ease. The reported complaint of "insertion difficulty" is confirmed. The flex tip assembly was noted to be kinked. It cannot be determined if the flex tip assembly was damaged before use, during use, or during removal of the iab.